Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the balloon of a 3.5x28 mm xience xpedition stent delivery system (sds) got stuck inside of the stent implant. The sds was removed from the patient anatomy and a new device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was unable to be confirmed. A conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional reported information indicates that the balloon of the 3.5x28 mm xience xpedition stent delivery system completely failed to inflate. The stent was not deployed and a new device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.